Event description:
Ins8302 hermetic external ventricular drainage (evd) knob doesn't keep evd on IV pole and controlling level.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.